Manufacturer narrative:
The certain abutment screw (iunihg) was not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. No pictures or x-rays were provided for the reported event. As per the applicable IFU, under section "precautions", biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure that the product is within specifications. A complaint history review by item number was conducted for the screw (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance CAPA,hhe,d,ie,product holds for the reported device related to the reported event. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or for the reported device (iunihg). Therefore, based on the investigation, malfunction of the screw could not be verified. As a result, the reported event is non-verifiable. The following sections have been updated:

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device was discarded.

Event description:
It was reported that the abutment screw (iunihg) fractured. The fractured piece was able to be removed from the implant. A healing abutment was placed.